Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had frequent replace battery now alarms. Customer¿s blood glucose value at the time of incident was 5.9 mmol/l. It was stated that the customer did not receive a low battery alert prior to the replace battery now alarms. The battery was not previously used. It was advised the device would need to be replaced. The customer declined replacement as they wanted to do a reset. The insulin pump will not be returned for analysis.